Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-1715, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer reported that within 48 hours of essure being implanted she realized that her body was not right. Within the first 24 hours, she started with headaches, back pain and hip pain. By the time the 48 hours had passed she was suffering from joint pain all over the body, pelvic and abdominal pain. As the days went on, she noticed her stomach swelling up like she was 6 months pregnant. She bled the whole time essure was in her body. After requesting the essure to be removed intact, on (B)(6) 2014 the physician removed consumer tubes only cutting onto her uterus. The left coil broke. She bled for 9 months non stop. Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she bled the whole time essure was in her body (interpreted as genital bleeding). The physician removed the tubes and left coil broke (interpreted as device breakage). The genital bleeding is a serious event. Genital bleeding and device breakage during removal are listed events in the reference safety information for essure. Considering the nature of these events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.